Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was a foreign material was found in patient's eye which was removed during the same session as much as possible, but some of the foreign material remained in the eye. The procedure was completed without replacing the product. There was no harm to patient. The procedure details was not reported.

Manufacturer narrative:
As a result of an internal review of the file, it was determined that the information provided for this event foreign material was found in patient's eye which was removed during the same session does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
As a result of an internal review of the file, it was determined that the information provided for this event foreign material was found in patient's eye which was removed during the same session does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error.